Event description:
It has been reported to philips that the system would not emit x-rays. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Philips was unable to confirm the allegation regarding a defective x-ray tube and no x-ray possible as this case was created in error. A new case has been opened regarding this issue for the correct system. Therefore, service has been canceled and no additional investigation or corrective action has been provided by philips. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.